Event description:
It was reported that on the labor and delivery unit after an initial bolus of magnesium sulfate had infused, a maintenance infusion of magnesium 40gm/500ml at a dose of 2gm/hr was programmed at 2144 and verified by a second nurse. There was a second pump module infusing lactated ringers. At 2350 the patient called out with complaints of abdominal pain, nausea, vomiting and feeling flushed. The magnesium bag was noted to have approximately 30-50ml remaining, but the pump module displayed 320mls left to be infused. The patient received reglan and pepcid, continued IV fluids and labs were drawn. The patient's magnesium level was critically elevated at 9.9..

Manufacturer narrative:
Pre-term labor: magnesium level 9.9. The customer¿s experience of an overinfusion of magnesium was confirmed through functional testing. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid outside of specification on the low side. Internal inspection of the device revealed all 6 bezel bosses were separated. The bezel has a date code of 03/14 and is in the recall affected population. The proximate cause of the customer¿s report is being attributed to separated bezel bosses.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on the labor and delivery unit, after an initial unspecified bolus of magnesium sulfate had infused; a maintenance infusion of magnesium sulfate 40gm/500ml at a dose of 2gm/hr was programmed on the pump module, verified by a second nurse and started at 2144. There was a second pump module infusing lactated ringers. At 2350 the patient called out with complaints of abdominal pain, nausea and vomiting and feeling hot. The magnesium bag was noted to have approximately 30-50ml remaining, but the pump module showed 320mls left to be infused. The patient received the medications, reglan and pepcid, IV fluids continued infusing and labs were drawn. The patient's magnesium level was critically elevated at 9.9.